Manufacturer narrative:
On 22 march 2016, the r&d project manager performed a visual inspection of the retrieved items and commented as follows: tibial baseplate: no residual cement was found on the bottom surface in contact with the bone. The finishing of the distal surface was found conforming to the specifications. Some scratches have been noted on the anterior surface of the tibial baseplate, most likely caused by the instruments used to explant the tibial component. Uhmwpe liner: the anterior feature of the clipping system of the connection with the tibial baseplate was found damaged; this damage was most likely caused during the explantation. The explanted pe liner was found not regularly worn out. Some scratches, similar to small craters, were found on the articular surfaces of the inserts. They were most likely caused by a third part present in the articulation, i.e. Some residual cement released during explantation or during primary surgery. In conclusion, from the visual inspection it was not possible to identify some possible root cause for the event.

Manufacturer narrative:
On 10 june 2016 it was prepared a final report with the information already submitted in the previous reports. On 20 june 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Addition information received on (B)(4) 2015: the revision surgery was preformed on (B)(6) 2015. The surgeon removed the tibial tray and the insert. The explants will be returned. X-rays are available. Batch review performed on (B)(4) 2015: lot 125353: (B)(4) items manufactured and released on 13 march 2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported event. On (B)(4) 2015 the (B)(4) made the following comment: the root cause for this medial loosening cannot be determined from the supplied pictures, and basically no other information is available. No apparent failure of implanted devices has been reported or is shown in the pictures.

Event description:
The surgeon has said that the patient will need a revision. This revision surgery is due to loosening of the tibial baseplate on the medial side.